Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. A ble reset was performed successfully. There were no patient consequences reported.